Event description:
Upper part of the handle broke off during implantation of a physio ring for a port access isolated mitral valve reconstruction. When surgeon introduced ring through working port and while he was bringing it in place, they heard a crack and the handle came loose from the holder. After inspection of the holder, it was noticed that the upper part of the handle had broken off. The missing piece could not be located.

Manufacturer narrative:
Device not returned.